Manufacturer narrative:
Medical device name update to frn.

Event description:
The device was returned due to a damaged lcd touchscreen. Due to the extent of damage to the screen, it is non-functional, and the device cannot be tested during investigation. The device was opened for internal inspection and found no further damage.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pumps have damaged screens. Per fk discussion with customer, it was revealed that pump sn (B)(6) had an unresponsive screen. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). It is unknown if this occurred during an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.